Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate high readings as compared to her feeling/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time in the afternoon of (B)(6) 2012, she obtained the alleged high readings of "179, 268, 270, and 248mg/dl". The patient stated that she manages her diabetes with the insulin pump and in the evening of that same day, "manually injected herself with insulin, 10ml of humalog vl 7510, in response to the reported issue. The patient claimed that this "caused her to go low and have low blood sugar symptoms"; on (B)(6) 2012 at 5:26am, she developed symptoms of being "weak, disoriented, and sweaty". It was not specified if the patient received treatment in response to the symptoms. The cca was informed by the patient that on (B)(6) 2012 at 11:50am, she tested with her backup meter, onetouch ultramini and obtained the reading of "261mg/dl" and an hour later, she did a "pump correction of .050". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have any control solution available. Replacement products have been sent to the patient. Although, it was not specified if the patient received any treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on may 11, 2012 with the following findings: the meter has passed testing with no faults found. The lay user/patient's test strips have also been returned and evaluated by lifescan product analysis on may 17, 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.